Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure a very rigid pseudo-capsule was identified around the pump. After removing the capsule, the ipp was successfully replaced. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.